Event description:
Reference number (B)(4). Event occurred in the united states. On 19-jun-2024, it was reported that the patient faced infusion set tubing detached from hub. The infusion set was in use for 1 day and half. The patient changed infusion set at a later while she was swimming. No further information available.